Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. Circulation pump head need replacement. Replaced circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease before shipping this imi loaner. Chiller temperature (t4) did not decrease. T4 temperature was lower than outlet monitor temperature (t1), outlet control temperature (t2), inlet temperature (t3). Even mixing pump command was 100 percentage, the temperature was not uniformity. Per sample evaluation results received on 18jun2024, it was reported that circulation pump head needs replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. Circulation pump head need replacement. Replaced circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease before shipping this imi loaner. Chiller temperature (t4) did not decrease. T4 temperature was lower than outlet monitor temperature (t1), outlet control temperature (t2), inlet temperature (t3). Even mixing pump command was 100 percentage, the temperature was not uniformity. Per sample evaluation results received on 18jun2024, it was reported that circulation pump head needs replacement.